Event description:
Per the clinic, the patient experienced skin overgrowth, pain and chronic inflammation at the abutment site. Subsequently, the abutment was removed under general anaesthesia on (B)(6) 2023, and the patient was treated with topical antibiotics.